Manufacturer narrative:
H10: the device was inspected on site by a service engineer. A technical verification and a treatment simulation were performed and no irregularities or any deviation of the expected values were observed. The device was returned to clinical service. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed and the reported condition of an excessive fluid removal from the patient was confirmed. The downloaded treatment data showed that a dialysate flow problem alarm was triggered right after the replacement of the dialysate bag. The caution: flow problem alarm kept appearing and a sequence of 59 alarms which were overridden by the clinical operator. Approximately 35 mins later, the caution: gain/loss alarm reached was triggered, which forced the treatment to be discontinued. The technical analysis does not indicate a prismaflex malfunction, however the cause could not be determined during investigation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an excessive fluid removal occurred during continuous renal replacement therapy using a prismaflex control unit. It was reported that the fluid removal rate was set at 150ml/h, however, one hour later, 520 ml had been pulled from the patient indicating an excessive fluid removal of 370ml. The patient was treated with additional infusions in order to achieve circular flow stability. No additional information is available.

Manufacturer narrative:
Corrected information added to e3, e4. E3 occupation: the patient was not a healthcare worker. This was inadvertently reported in the initial MDR submission as a non healthcare worker. E4: it was unknown if the reporter sent a report to the FDA. This was inadvertently reported in the initial MDR submission as no. Should additional relevant information become available, a supplemental report will be submitted.